Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: double encapsulation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast implantation surgery with an unspecified mentor saline implant on an unspecified breast. Post-operatively, the patient suffered double encapsulation. As a result, the patient underwent breast implant removal surgery 2015.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
D4: UDI: (01)gtin unavailable, product made prior to gtin compliance date. On september 8, 2025, mentor received additional information indicating the following: the patient actually experienced right breast implant deflation back on (B)(6) 2009. The suspect medical device was a 375cc mentor siltex round moderate profile saline (catalog: 3542660 lot: 262505 sn: (B)(6), which was originally implanted back on (B)(6) 2005. It was removed on (B)(6) 2010. The patient's implants were replaced bilaterally with the following devices: (right) 450cc mentor memorygel breast implant catalog: 3507450bc lot: 5868316 sn: (B)(6) and (left) 450cc mentor memorygel breast implant catalog: 3507450bc lot: 5927671 sn: (B)(6). A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture, material rupture.